Event description:
During a labrum repair the surgeon used 2 anchors without difficulty. The 3rd and 4th anchors sheared off in the bone. The sales rep witnessed this event and suggested the surgeon continue drilling completely. The 5th anchor was used without difficulty. This report is being submitted for the 2 anchors which broke during insertion. This complaint was originally reported in 2005. At that time this was not considered to be a reportable event. The devices were not returned to the MFR. The complaint was reopened in 2005 and the devices were received the same month.